Event description:
Implant date: (B)(6) 2022, date of event: 11 mar 2022, date pf explant: (B)(6) 2022. Event occurred in china. Manufacturer's date of awareness: (B)(6) 2022. Post-operative complications, cell adhesion. Optic opacification patient condition and symptoms: eye pain, visual impairment, failure of implant health impact: device explantation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. "Adhesion of cells" is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. Regarding section- manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d3 - manufacturer's us address corrected to new location. G1 - manufacturer's us address corrected to new location. H3 - corrected to yes. Additional information: d9 - added date of product return. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol and picture and were available for investigation. Check result of the picture and appearance check result were consistent with the reported information. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(6); model: 250). There were not any abnormalities on the sterilization records of the lot. (Er245) the exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Implant date: (B)(6) 2022. Date of event: 11 mar 2022. Date pf explant: (B)(6) 2022. Event occurred in china. Manufacturer's date of awareness: 17 may 2022. Post-operative complications, cell adhesion. Optic opacification. Patient condition and symptoms: eye pain, visual impairment, failure of implant. Health impact: device explantation.